Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was cracked and there was moisture present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/28/2015 with the following findings: the black box data from date of the alleged issue has been overwritten due to continued use of the pump. The current black box showed pump reboot events associated with the clearing of alarms only. The pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. The battery cap threads were damaged. A battery compartment crack was observed from the thread area to the case seal. The battery compartment threads were damaged. There was evidence of moisture contamination inside the battery compartment. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A leak test showed that there was a leak at the battery compartment crack. There was evidence of additional moisture inside the pump. Unrelated to the initial allegation, the display screen was dim and discolored.